Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: clarification from the sales rep: complete cut line and there were some staples missing from the staple line (incomplete stapleline).

Manufacturer narrative:
(B)(4). The analysis found that one device was received in good visual condition and with an green cartridge loaded on the device; the reload was noted to have the left side fully fired and right side partially fired 1/5. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on second firing using green reload and seam guard by gore specimen side staples were found to be incomplete upon examining staple line. Fortunately the patient side line was intact. Scrub reloaded gun with gold and seamguard not realizing surgeon preferred to replace device and reload with new gun and reload for subsequent firings. Case completed with another device of the same product code. There were no patient consequences reported.